Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The balance middleweight (bmw) universal ii referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove with the guide wire was confirmed. The reported difficult to position with the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position and remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. After pre-dilatation, an attempt was made to advance the 2.5 x 28 mm device on the bmw universal ii guide wire, but it became stuck on the guide wire just after insertion. The delivery system could not be advanced or retracted on the guide wire so both devices were removed. The delivery system never entered the patient. The lesion was easily reaccessed with a new guide wire and a new same size implant was used to successfully treat the lesion. There was a good final patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.